Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the keypad malfunction, which was reproduced. During evaluation, it was observed that when any remaining functional keys are selected, an automatic output of the #6 key will occur following the selected key's function (e.g. When the #1 key is pressed 16 will be displayed. When in alphabetic mode and the abc key is selected, ap will be displayed interfering with the mdl drug search). This condition was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device experienced a keypad malfunction. This malfunction was clarified during baxter's evaluation as a repeated/duplicate keypad output. There was no patient involvement.